Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the insertable cardiac monitor had a pause episode. The episode appeared inappropriate and signal dropout was seen on the electrograms. The patient seemed to be bed ridden and would continue to be monitored.